Event description:
It was reported that customer saw cgm error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, performed complete pump reset with guidance, confirmed error did not reappear, and successfully started new sensor session, with no further issues reported.